Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was a gap in the adhesive but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during reprocessing, the seal connection of their evis exera ii ultrasound gastrovideoscope slipped out, resulting in a leakage. The customer received a loaner device to mitigate the issue in the short term. Upon inspection and testing of the returned unit, it was discovered that there was a gap in the adhesive on the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a gap in the adhesive on the distal end of the device. The customer's originally reported issue of seal connection slipping was confirmed. The following additional findings were also noted: wear of the angle wire causing bending angles and knob play to be outside of the standard values, assorted scratches, cracks, wear, and deformations, discolored components, the number of missing elements exceeded the standard value due to damage on the ultrasonic cable, ultrasound image was defective due to damage on the acoustic lens, and the up/down knob could not be locked securely due to wear of the lock lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.